Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery. The 2.0 x 15 mm nc trek balloon catheter was prepared per the instructions for use. The nc trek was advanced without issue and inflated twice to 5 atmospheres for 25 seconds; however, the balloon did not inflate. The contrast solution was re-mixed and another attempt was made to inflate the balloon; however, the nc trek did not inflate, and was removed without issue. Outside the anatomy, it was noted that there was a hole in the shaft. A new 2.25 x 15 mm nc trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported inflation issue and shaft damage was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.